Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01738.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, the lantern was inadequately supported when being used within the patient's vessel and it was reported that the tip became bent. Subsequently, the ruby coil unintentionally detached within the lantern and the physician clamped the lantern outside of the patient's body using hemostat forceps to ensure that the ruby coil did not migrate out of the lantern. The lantern and ruby coil were then removed together from the patient and were no longer used in the procedure. The procedure was completed using a new lantern and new ruby coil. There was no report of an adverse effect to the patient.